Event description:
The patient reported they had a lot of problems with their device, and that it was going to be taken out.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).